Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's mother called and reported that the healthcare provider caused the patient nerve damage. They said the patient was taped down during the surgery. They stated the last time the patient had surgery the doctor said every time they used cautery the patient's legs jumped and they had to tape them down. The caller said this caused nerve damage and the patient had sciatic neuropathy. They had 3 surgeries since to try to correct it and it still really bothered them. This was reported to be a gradual change in therapy/symptoms. No further complications were reported or anticipated.